Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The balloon rupture was not confirmed; however, a hole was found in the proximal marker and in the inner member at the same location. There was no other damage noted to the balloon catheter. Although a conclusive cause can not be determined there is no indication of a product quality deficiency. Based on visual analysis of the returned balloon catheter, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a mid left anterior descending artery stenting procedure, the trek balloon was taken through the mildly tortuous vessel to the moderately calcified lesion and ruptured during the first inflation at 8 atmospheres. The lesion was noted to be sufficiently dilated and a stent was implanted successfully. There was no adverse sequela and no clinically significant delay in procedure. There was no additional information provided.